Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings:a review of the pump black box data revealed no evidence of unexplained pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment. The coin slot on the top of the battery cap was worn, and the battery cap threads were observed to be stripped. The battery cap could not be fully secured to the pump, and a power loss was duplicated. A test battery cap secured properly and was used to exercise the pump for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture ingress or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. Allegedly, the battery compartment was cracked, the battery cap threads were stripped, the top of the battery cap was worn, and the yellow o-ring of the battery cap was visible while attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.